Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 33mm epic plus mitral valve was chosen for implant. It was reported in early postoperative phase, the patient developed a relevant bleeding. The bleeding resulted in right progredient hemothorax with pulmonary infarct. Surgical intervention on (B)(6) 2026 was performed to remove hematoma. A blood transfusion was administered for compensation of postoperative blood loss.